Event description:
A case was performed on a pt with very difficult access problems. The vessels were significantly calcified and very tortuous. Due to the condition of the pt's anatomy, the physician decided to go bareback. During the insertion, a wire wrap occurred which prevented the jacket to be retracted. The wire wrap was resolved. The bifurcated graft was then repositioned and the proximal neck was deployed successfully. The ipsilateral attachment portion was located in a very calcified and tortuous vessel which prevented the ipsilateral attachment system to deploy. The physician followed all normal procedures including breaking the device. All attempts were unsuccessful so the physician decided to enter a new wire through the ipsilateral limb. He was able to gain access, dilated the vessel with a 8f angioplasty catheter and then attempted to remove the jacket guard. While pulling on the ancure delivery system, the delivery catheter (hypo-tube) broke just distal to the inferior attachment site. The balloon and remaining jacket guard was still in the pt. Due to the pt's difficult anatomy, the physician did not think that attempting to snare the balloon and jacket guard would be successful. The time of the surgery to that point was about 4 hours. So the doctor decided to perform a fem fem and leave the remaining material in the pt since in some implants those types of components are left in the pts. Pt came in for a post op 30 day follow-up. The aneurysm has decreased significantly in size and there is a strong bloodflow. The pt is recovering fine.